Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). Device evaluation: "analysis of the returned device identified: underweight, broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nick in the shell and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior assessed as a surgical impact opening."

Event description:
Healthcare professional reported rupture diagnosed by ultrasound scan. The device has been explanted and replaced. This record relates to the left side.